Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 06/22/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a bypass of gastroenterostomy case, the device had been used successfully for 4-5 sealing applications and a sealing failure occurred. An end tone, indicating a complete seal cycle, was provided by the generator in use. Another device of the same type was opened and used to complete the case. There was no bleeding or patient injury.